Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Can you please confirm, was there any adverse consequence associated with the patient? Response: none was reported as of today. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent

Event description:
It was reported that a patient underwent a skin closure procedure on (B)(6) 2022 and suture was used. During the procedure, the suture strand broke at the mid suture strand area after tying a knot while closing the subcuticular skin layer using simple interrupted technique. The same suture was used to complete the closure of subcuticular layer. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 3/10/2022 additional information: d9, h3, h6 h3 investigational summary: visual analysis of the returned product revealed that one needle/suture of 15.00" length of product code w1685 was received to ethicon inc for evaluation. The product code is single armed. Upon visual inspection of the returned sample, the suture was observed with damaged at the surface and the end of the suture cut. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Functional test was performed, and the tensile strength result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.